Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed. Visual inspection of the long attachment found that the internal bearings have come loose or deteriorated to the point that they block the passage of the burs. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure.

Event description:
It was reported that when the navio instrument set was opened to use for training on navio 7, it was noticed that there was obstruction when trying to insert the bur. While inspecting it a loose bearing was found and it was preventing the bur from moving through the cannula. No patient involved. Investigation results confirmed the damage to the internal bearings.